Event description:
Gastric ulcers [gastric ulcer]. Case description: initial information received on 19-jan-2017: this spontaneous medical device report was received from a physician and concerned a male patient of an unknown age. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient was treated with therasphere (dosage, lot number and expiration date not reported), for an unknown indication. On an unknown date, the patient developed gastric ulcers which were being treated with high dose peptides. The patient apparently had no pain and will be seen back on (B)(6) 2017 for his 3 month CT scan post therapy. The reporting physician did not provide an assessment of the severity or the seriousness of the event. The reporting physician did not provide a causality assessment of the event to the therasphere. The company considered the event as serious (intervention required, medically significant). Follow-up information will be requested. Case comment: gastric ulcer is considered listed according to the therasphere current reference safety information. In absence of an assessment made by the reporter, the company considered the event gastric ulcer related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Event description:
Gastric ulcers [gastric ulcer]. Case description: initial information received on 19-jan-2017: this spontaneous medical device report was received from a physician and concerned a male patient of an unknown age. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient was treated with therasphere (dosage, lot number and expiration date not reported), for an unknown indication. On an unknown date, the patient developed gastric ulcers which were being treated with high dose peptides. The patient apparently had no pain and will be seen back on (B)(6) 2017 for his 3 month CT scan post therapy. The reporting physician did not provide an assessment of the severity or the seriousness of the event. The reporting physician did not provide a causality assessment of the event to the therasphere. The company considered the event as serious (intervention required, medically significant). Follow-up information will be requested. Follow-up information received on 16-feb-2017: follow-up information was received from the reporting physician. The patient's medical history included a tumor. On an unknown date, the pathology results came back and showed no glass particles in the biopsy. Also no signs of chronic ischaemia. On an unknown date, the tumor "vanished". The reporter had doubts whether the complaints were treatment related. In the reporter's opinion that was all very uncertain. No further follow-up is expected. The case is final. Case comment: gastric ulcer is considered listed according to the therasphere current reference safety information. In disagreement with the assessment made by the reporter, the company considered the event gastric ulcer related to the use of therasphere. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.